Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, allowing the customer to continue using the pump, and advised the customer to call back if the malfunction code recurred.